Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with fortaz (250 mg) and vancomycin (500 mg) (intraperitoneally, every 4 hours) for seven days. At the time of this report, the patient was on a reduced dose of fortaz and vancomycin (dosage unknown). The cause of the peritonitis was a break in aseptic technique. The patient disconnected, came back, and reconnected. After being hospitalized for seven days, the patient was discharged and was recovering. Retraining by the healthcare professional on proper aseptic technique was planned. No additional information is available.

Manufacturer narrative:
(B)(4): on an unreported date, the patient made mistake/contamination (also described as patient unhooked and came back and hooked up again). The patient experienced a reoccurrence of peritonitis manifested by abdominal pain and cloudy effluent. On the same day, the patient was treated with vancomycin (dose, frequency and route unknown) for peritonitis. Fifteen days later, the patient was hospitalized for the event. The cause of peritonitis was break in aseptic technique. The treatment with vancomycin was stopped 24 days after the treatment was started. The patient was discharged from the hospital and recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.